Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation containing fluid in the housing. Examination of the samples discovered a pin-hole sized rupture on the reservoir which caused the fluid to leak in the housing. Therefore, the reported condition of "leaking" was confirmed. No other observation was found on the unit. This is a single use device and will not be repaired. The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce infusor lv5 device was leaking inside the elastomeric housing during patient use. According to the report, the patient was connected to the device and sent home. The patient brought the device back before the treatment was completed stating the reservoir within the housing seemed to be leaking. The problem was noted during use, however there was no reported patient injury or medical intervention. No additional information is available.